Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and pocket continue to be failed after recovery. A field service engineer (fse) arrived on-site and, after a brief delay for escort, inspected the unit. No drawer failures were found, but the moab was replaced. During testing, the hardware test application failed to detect the drawer, and troubleshooting revealed the installed moab was non-functional. A working moab was retrieved from another medstation and installed along with a new retractor band on main drawer 4.1. The acceptance test initially failed due to faulty pockets (a1, b2, c5), which were confirmed and manually removed. After restarting the system, the acceptance test passed successfully. The fse updated medapp to reflect the removed pockets and completed recovery by selecting ¿pocket not there.¿ both the moab and retractor band were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.